Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported the patient's stimulation was off. The patient wanted help turning it back on. During the call he synced with the patient programmer and the patient programmer showed stimulation off. During the call the caller turned stimulation on and the issue was resolved. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was seen by the healthcare provider (hcp) on (B)(6)2018 and when the ins was interrogated, it showed that it had been off from (B)(6)2018 to (B)(6)2018, but the patient stated they didn't turn the ins off and it did not turn off due to depletion. The rep mentioned that the patient was hospitalized during that timeframe. The rep reported that the patient was able to turn the ins back on with their patient programmer and both ins's were about 25% charged when they were seen by the hcp. The rep reported that neither they nor the hcp saw any indication of power on reset (por). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was seen by the healthcare provider (hcp) on (B)(4) 2018 and when the ins was interrogated, it showed that it had been off from (B)(4) 2018 to (B)(4) 2018, but the patient stated they didn't turn the ins off and it did not turn off due to depletion. The rep mentioned that the patient was hospitalized during that timeframe. The rep reported that the patient was able to turn the ins back on with their patient programmer and both ins's were about 25% charged when they were seen by the hcp. The rep reported that neither they nor the hcp saw any indication of power on reset (por). The rep also reported that it was taking the patient a long time to recharge and they wanted to order the patient a second recharger because they have 2 rechargeable ins's and high settings. The rep reported that the patient claimed to charge approximately every other day and the ins's were around 50% when they start charging. The rep reported the ins was at 100% today and the patient claimed they charged yesterday for hours, however the clinician programmer and recharger statistics did not show any charging sessions from (B)(4) 2018. The rep reported the patient's settings were as follows: right ins c+ 2- 5.8v, 90 pw, 130 rate, 823 ohms 24 hours/day estimate to low - 12.62 days, estimate to empty - 2.4 weeks left ins right ins c+ 2- 5.8v, 90 pw, 130 rate, 966 ohms 24 hours/day estimate to low - 13.77 days, estimate to empty - 2.62 weeks is therapy impedance: >300 ohms. The rep also reported the brief summary of analysis with the recharger: right ins typical duration: 1.5 hours typical interval: 0.5 days typical coupling: 8 bars 3/21 1.6 hr, charged to 100% 3/21 1.9 hr, charged to 75% 3/20 0.6 hr, charged to 25% 3/15 0.2 hr, charged to 50% 3/15 1.5 hr, charged to 50% left ins typical duration: 1.2 hours typical interval: 0 days typical coupling: 8 bars 3/21 2.3 hr, charged to 100% 3/20 0.4 hr, charged to 50% 3/20 1.2 hr, charged to 50% 3/20 0.4 hr, charged to 50% the rep reported that the recharger did not show anything out of the ordinary. No further patient complications have been reported as a result of this event.